Event description:
It was reported that the intraocular lens (iol) haptic was damaged while handling and inserting into the patient''s eye. It was stated that the case was switched to an anterior vitrectomy due to the anatomy of the patient's eye and not due to the lens. The incision was enlarged to remove the lens from the eye and replaced with a different lens. No patient injury was reported.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: (B)(4) 2012. Evaluation of the returned iol (intraocular lens) noted the lens had one distorted haptic and appeared to have evidence of viscoelastic, ophthalmic viscosurgical device, (ovd). The distorted haptic most likely occurred during handling of the iol when the iol was being inserted into the patients eye as stated by the physician in the initial report of this event. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted.

Manufacturer narrative:
(B)(4).prior to market release the lens met all manufacturing requirements. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.